Event description:
It was reported that: "surgeon implanted omi-fit hfx pressfit stem, and a # 9 c-taper. He then implanted 26mm, 0 c-taper lfit head. The 26mm, 0 c-taper did not engage on stem trunnion. The surgeon went to the next size, 26mm +5 which engaged properly to the excising trunnion."

Manufacturer narrative:
Summary of evaluation: the reported event could not be confirmed. Dimensional inspections were performed on the returned device. The results indicate that the device was within the manufacturing specifications. A functional test was performed with the returned device and the omnifit hfx 132 degree cemented femoral hip stem retrieved from inventory. The devices functioned as intended and the femoral head could not be removed from the hip stem. Device history records were reviewed. The results indicate that the devices were within their manufacturing specifications.